Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occured in (B)(6).

Event description:
Allegedly, a broken neck has occurred.